Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt suddenly stopped responding to sound. Results of an integrity test done in 2007 showed the cochlear implant was not functioning. Details on explantation/reimplantation had not been reported at the time of this report.